Manufacturer narrative:
The product was returned to zoll on 05 jul 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During ivtm therapy, the thermogard console displayed an airtrap alarm. Following this, the quattro catheter was replaced. The airtrap alarm was cleared and suk was re primed and ivtm therapy was continued. No known impact or consequence to patient reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned quattro catheter (lot # 78059). Visual inspection of the returned catheter was performed and found the medial tubing was kinked at 1.5 inches away from the distal end of medial luer. Unable to flush the medial luer due to kinked and blood had accumulated / dried up on the tubing. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at distal end of medial 1 balloon. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint was reported for the quattro catheter with lot # 78059. Ccr 39305 reported on 02/21/2018. A pinhole leak was observed.